Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that implant detect was not turned off after a recent device change out causing no data collection to be done. The implant detect was manually turned off and the implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.